Event description:
A leak was reported with a small volume infusor. The leak occurred from the tubing after being filled with a cytostatic drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured february 3, 2014-february 4, 2014. Evaluation summary: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed and no signs of leakage were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.